Event description:
The facility representative reported a fail code 16 during biomed testing. Although, baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 16 was confirmed to be a failure code 16:310. Typically, this failure occurs when the pump is started without tubing in the channel. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened july 12, 2005, is in the implementation stage.